Event description:
A complaint was received from customer that reported when they used excel off brand reagent they received erratic results. They stated that they tested and received a result of 106 mg/dl. They ate and two hours later received a result of 272mg/dl. In another two hours precede the result of 107mg/dl and then upon retest received a precede the result of 107mg/dl and then upon retest received a "lo" (less than 20mg/dl) and then a 119 mg/dl. These individual results if acted upon could have resulted in a serious medical condition. While on the phone review the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of offbrand reagent.